Event description:
On 02-feb-2026 it was reported that on (B)(6) 2026 the user experienced hypoglycemia following a breakfast meal announcement, resulting in hospitalization. The user was admitted to the hospital on (B)(6) 2026, treated, and subsequently discharged. No long-term health effects were reported.

Manufacturer narrative:
The user experienced hypoglycemia resulting in hospitalization while using the ilet. This situation can result in acute clinical decompensation requiring medical intervention and is consistent with the reported inpatient admission. Engineering log review indicated the ilet was functioning as intended, with insulin delivery requests and alerts generated appropriately and no device malfunction identified. Device data confirmed hypoglycemia on the reported event date. Cgm glucose levels were in range and began to rise prior to the meal announcement, prompting insulin delivery. Following the meal announcement, cgm glucose began to fall. The pattern suggests the meal may have been announced later than recommended or that the selected meal size exceeded actual carbohydrate intake, increasing the risk of hypoglycemia. Based on available information, the event was attributed to use-related therapy management factors, rather than abnormal device performance. If additional information becomes available, a supplemental MDR will be submitted.